Event description:
It is reported to MFR, by facility. Per facility, they have had two incidents of falls within the last six months. Per facility mgr, the incidents were "unequivocally operator error" and was reporting to MFR because state was involved. Manufacturer sending in emsar our service team to inspect and evaluate all their hoyer lifts to make sure the equipment is functioning as intended. Manufacturer also sent out two lifter training videos to facility. Per facility the 1st incident, date unknown, resident fell out of sling and dislocated knee as a result of the fall. Per facility manager, this was not a device issue or failure it was a user error / misuse of the sling i.e., is a training issue. Second incident report, resident fell out of sling, her feet and legs still in the sling and her upper torso hit the floor. She was sent to ER for medical exam; laceration to head noted. Returned to facility the same day. During our conversation, facility manager reiterate he did not feel it is a device issue, but a training issue for the operators.